Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the keypad buttons were becoming less responsive, especially the ok button. The patient indicated that the keypad was found to be peeling at the ok button; the patient was unsure if damage occurred before or after the button response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling off the pump. The ok button was found to be responding intermittently to button presses. The keypad was removed and contamination was found under all of the button contacts and the ok button contact was found to be inverted.